Event description:
Sigma baxter pump: we had two isolated events where the ground prong in the device plug would come out and get stuck in the room outlet. This posed no immediate danger to the equipment. This did require getting maintenance to shut power off to that row of rooms to pull out the ground prong stuck in the outlets.